Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging a "power issue" with the one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. On the same day, in the morning when the pt reportedly tried to test her blood glucose on the subject meter "it would not turn on." On the same day in the morning, after the reported issue, the pt began to feel "shaky." As a result of the reported issue, the pt skipped her diabetic medication, lantus 20 units. The pt reportedly did not receive/require medical treatment for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the cca when walked the customer through the setup mode, the issue was resolved. The pt reportedly was able to get a reading of "120 mg/dl" on the subject meter after the issue was resolved. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and had replaced the battery per the owner's manual. The issue was resolved when the power button was pressed and when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. This complaint is being reported because the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged issue began with the subject meter. However, there is no evidence that the subject meter malfunctioned because the reported issue was resolved during the troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.